Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their heart rate was going too high when they were exercising. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.